Manufacturer narrative:
Evaluation results: one pneupac ventilator (parapac) was returned for investigation. The tamper seal was intact. The battery cap was corroded and there was a small crack in the case near the battery holder. During testing the device failed to power up. Upon inspection, the investigator noticed that the battery cap appeared corroded. This is what caused the product problem. In addition, the original battery was depleted. The investigator replaced the following components: damaged gas supply, alarm indicator, damaged case, and case labels. Preventative maintenance was then performed. The device subsequently powered on without issue. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device was not powering on. No patient injury or complications were reported in relation to this event.